Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 488 mg/dl while wearing the pod between 4 and 24 hours. Insulin was reported to be leaking during wear. The adhesive completely separated from the infusion site (leg), causing the cannula to dislodge. Upon pod removal, the cannula appeared to be bent. No treatment was reported.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The received device had the cannula assembly fully deployed. No damages or manufacturing defects were observed. A leak test was conducted successfully, no leaks were found. No problems were found regarding the reported leaking during wear complaint.